Event description:
Chemotherapy given by secondary infusion on a primary tubing set. Primary tubing anti-reflux valve malfunctioned and caused chemotherapy to flow into the primary diluent bag and increasing the pt's fluid requirement, putting the pt at risk for fluid overload, and increasing the time the pt was required to stay in the hospital to receive chemotherapy.